Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "implant margin appears irregular and folded upon itself." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement of the shell was performed which identified the thickness was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
"Medial breast lump" was later reported.

Event description:
The device has been explanted.